Event description:
It was reported by the sales rep that the customer has exposed wires on the st holsters green cable. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.